Event description:
The customer reported intermittent communication failed error messages, which resulted in x-rays being disabled. This resulted in a loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord connection was repaired. The power supply was adjusted. The generator interface board and the fluoro functions board were replaced and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.